Manufacturer narrative:
Per tandem's user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection was loose. Tandem technical support guided the customer through tightening the connection. Blood glucose level was 140 mg/dl.